Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly and program safety alarm. Customer's blood glucose level was 5.8 mmol/l. Customer advised they reset the insulin pump, the display screen then went blank and finally they received the program safety alarm. Troubleshooting for program safety alarm was performed. Customer was unable to clear the alarm by pressing select and act. Customer performed and passed the self-test. Customer was advised to remove the battery and allow the insulin pump to rest for 8 hours. Customer was advised to call back if the issue was not resolved.